Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. No therapy was delivered. Boston scientific technical services (ts) was consulted and noted tachy therapy is currently deactivated in this device. The last interrogation was on june and ts recommended to confirm if any procedures/magnet were performed that correlate to the date therapy was turned off. Additionally, undersensing was noted on the vt episode. No additional adverse patient effects were reported. At this time, this device remains in service.